Manufacturer narrative:
Additional information in b5 (describe event or problem), and d3 (serial #).

Event description:
During the device check, the customer reported that the lifebands with lot #181831 are unsecured and can easily come off from the zoll loaner autopulse platforms (sn (B)(6)and (B)(6)). No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the device check, the customer reported that the lifebands with lot #181831 are unsecured and can easily come off from the zoll autopulse platforms (sn unknown). No patient involvement. Please see the following related MFR report: MFR 3010617000-2024-00025 for the autopulse platform #1. MFR 3010617000-2024-00018 for the lifeband (lot #181831).